Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the lifevest. The patient was advised by her doctor she had an allergic reaction and to use an unspecified powder. Medical outcome is unknown.